Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had gained weight and the charging system communication was intermittent with the ipg; at times the patient had to press the charger antenna to locate the ipg. The sjm representative met with the patient and confirmed the weight gain seemed to be causing an issue with recharging, and provided some suggestions to improve the issue. Follow up identified the physician repositioned the ipg on (B)(6) 2013. It was reported the issue was resolved, and the patient received effective stimulation postoperative.